Event description:
The customer stated that he tested his blood glucose and received a reading of 400 mg/dl. He retested using another meter and received a reading of 190 mg/dl. The difference between the reading falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.